Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was removed from service due to inappropriate therapy. An invasive procedure was performed and the lead was found to be fractured near the is-1 terminal pin. A new rate sense lead was implanted.